Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the numbers on the insulin pump were scrolling continuously. The customer was trying to administer a bolus at the time. Customer's blood glucose was 237 mg/dl. It was stated there were no significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.